Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2022 for increased shortness of breath lasting one day, fatigue, and left lower abdomen pain. They were afebrile and had an elevated white blood cell count. Blood cultures were taken and empirical IV antibiotics were started. No clinical signs of systemic infection were noted. A chest x-ray was performed that was unremarkable, and urinalysis was normal. The patient was ultimately admitted for leukocytosis and was also noted to be mildly hypervolemic. They received IV furosemide (lasix). The patient's labs revealed elevated creatinine levels (2.8 mg/dl) from the patient's baseline of 1.4 mg/dl. Their kidney function was monitored. On (B)(6) 2022 blood cultures were positive for gram positive cocci in pairs. A chest computed tomography (CT) scan revealed pulmonary septic emboli, and an echocardiogram was completed that revealed no vegetation. The patient's white blood cell count was improving with antibiotics and the patient was started on a heparin drip. Their creatinine level also stabilized. Repeat blood cultures were negative and the patient had a tunneled catheter placed before being discharged home on (B)(6) 2022. The would continue to receive IV antibiotics at home through (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket), renal dysfunction, and venous thromboembolism, as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists thromboembolism and infection as potential late postimplant complications. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.